Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic colectomy procedure, the surgeon closed the jaws to clamp the tissue and pushed the silver button to re-open the jaws for the adjustment, however the device did not react and could not opened the jaws. Then removed and inserted the battery and could open the jaws and removed the device from the tissue. They did not remember the status of each indicators. The procedure was completed with another device. No harm was caused to the patient.